Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported pericardial effusion. Pericardial effusion and cardiac tamponade are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention and surgical intervention were results of case-specific circumstances as pericardiocentesis was performed and then open heart surgery to resolve the effusion. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. After transseptal puncture was performed and sgc inserted across the septum, pericardial effusion and cardiac tamponade was observed. The mitraclip procedure was abandoned. Pericardiocentesis was performed and then open-heart surgery to resolve the effusion. Mr remained unchanged grade 4.